Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advance trial patient regarding an external neurostimulator (ens) for urgency frequency and non-obstructive urinary retention. Patient got very strong stabbing sensations in their bladder. They also said that if they could not void enough on their own their bladder hurts. Patient once again mentioned that they had issues with their bladder that felt like someone was stabbing them. They also stated that it was so strong sometimes that it caused a feeling of nausea. Patient stated that their device was not working for the first week of their evaluation. Patient stated that they had 3 malfunctions and was provided a new device during their visit on (B)(6) 2018. Patient was in the hospital on (B)(6). Diarrhea was all that was mentioned. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.